Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer blood glucose level (bg) read ¿high¿ on the meter. The elevated bg was addressed with a bolus via the pump and manual injection. Customer was taken to the emergency room with a bg over 600 mg/dl. Customer was treated with zofran, fluids, and manual insulin therapy. Customer was released 12-24 hours later with a bg of 220-250 mg/dl and in stable condition. Reportedly customer changed supplies and continued to use the pump for insulin therapy.